Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2010 that a customer has an issue with a closure fast procedure pack. The customer reports each time the bowl in the pack is filled with injectable saline, precipitate, clear floaters seen by the naked eye, forms in solution. Saline in glass vial does not have this precipitate prior to placing in the plastic bowl. Customer indicated that this incident may have occurred multiple times but were unable to provide specifics. If more info becomes available, the report will be updated and/or additional reports will be filed. Customer was not able to provide additional details as to other events occurring.